Manufacturer narrative:
Should additional information become available this event will be updated. Disk analysis later revealed memory corruptions on two separate dates (one nearly six months and the other two months prior). The source of corruption could not be determined from the memory analysis. However, it was discussed that commonly radiation exposure can induce such errors. Compared to traditional x-ray, CT has a much higher dosage which makes it more probable to cause device malfunction. The error observed is purely diagnostic and should not interfere with device operation. It appears that the device is operating normally.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) showed an increase in rv pacing from <1% to 45% and a paced event showing in the 210's beats per minute (bpm) bin. No anti-tachy pacing was delivered and the rate zones were 156-185-220 with a lower rate limit of 40 bpm. The patient did not report any adverse effects and all the lead measurements were good. Technical services discussed the number of beats in the bins. All appeared to be true fast beats and appropriate with possible data corruption. It was later reported that this patient had undergone a computed tomography (CT) scan a couple months ago. A memory dump and save to disk were being sent for further evaluation.